Manufacturer narrative:
On june 21, 2021 the manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: cutaneous contour deformity. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation revision with mentor memorygel, 400cc breast prosthesis experienced right sided capsular contracture (baker grade iii), and left sided cutaneous contour deformity post procedure. The patient¿s consultation with the physician confirmed the issue. As a result, patient underwent capsulotomy and capsulectomy of the right device with replacements with the lot#: 7457976, cat#: 3504001bc, and the left replaced with unknown mentor memorygel on (B)(6) 2021. This report relates to the left prosthesis.